Event description:
The manufacturer received information alleging an ev300 device "touch not functioning". There was no allegation of harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the customer's allegation was confirmed. The technician recommended replacing the front panel. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.